Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the medical device at the time of use shows deformation at its proximal end." No patient injury or complication reported. Another device was obtained for use. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "the medical device at the time of use shows deformation at its proximal end." No patient injury or complication reported. Another device was obtained for use. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire and product lidstock for evaluation. Visual examination revealed the distal j-tip was slightly deformed and contained a slight bend. The distal and proximal welds appeared fully and spherical. The returned guide wire was slightly bent 565 mm from the proximal end. The total length of the guide wire measured to be 603 mm which is within specifications of 596-604 mm per product drawing. The outer diameter of the returned guide wire measured 0.799 mm which is within specifications of 0.788-0.826 mm per product drawing. The returned sample was functionally tested in accordance with the instructions-for-use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was able to advance through a lab inventory ars and introducer needle with minimal resistance. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire j-bend was slightly misshapen. The sample passed all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.